Event description:
The distributor reported the following on behalf of their end user: during a bone marrow biopsy for an acute myeloid leukemia patient, when going to remove the needle to obtain the biopsy, the bone marrow needle broke in half. The outer part was removed but the tip remained fixed in the iliac bone. The patient required an operation under general anesthesia to have the broken tip removed. On (B)(4) 2013, the customer ((B)(6)) provided the following additional information: there was nothing noted of the needle prior to patient use that would indicate a defect and there was no difficulty experienced when inserting the needle into the patient. There was no additional resistance felt in the bone than anticipated by the physician and minimal pressure was sufficient when redirecting the needle to help to sever the specimen before withdrawing the needle per the product¿s instructions for use. The needle broke at the first attempt to obtain a biopsy sample. When the needle broke, the procedure was stopped, the broken part was removed and a new biopsy was performed one week later. The patient is currently in stable condition; admitted for an allogenic stem cell transplant. The sample is not available for evaluation. On (B)(4) 2013, the customer ((B)(6)) indicated that when pulling back the needle, advancing it and rotating it to sever the specimen before withdrawing the needle, the user felt he needed to place a lot of pressure on the needle. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. A thorough review of applicable manufacturing procedures identified a specific manufacturing step for assembling the molded stylet to the tj handle. However, since a complaint sample was not provided for evaluation, the investigation was not able to determine if any of the manufacturing steps contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material history files and components used during the manufacture of the lot involved. A definitive root cause could not be identified as a complaint sample was not provided for evaluation. Appropriate feedback will be provided to the customer regarding labeled instructions and precautionary warnings related to exceeding the torsional stress limits of this device. The product's instructions for use indicate that applying too much pressure when redirecting the needle may bend the needle. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. The manufacturing plant will continue to monitor this issue to identify the need for any further actions.